Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 1500ml and the ultrafiltration was 1148ml; giving a total drain volume of 2648ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable. The drain volume from (B)(6) 2010 cycle 4 was 2348ml; not 2648ml as initially reported. This drain volume does not meet baxters increased intra-peritoneal volume criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the peritoneal dialysis (pd) clinic and spoke with pd nurse who stated the home patient was no longer doing pd therapy which was why the device was returned. Per the nurse, the patient's inactivation was not related to the homechoice device or any baxter products. The nurse was informed of the increased intra-peritoneal volume event found in the device logs.